Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a skin reaction that consists of itching and a rash under the sensor patch. The rash problem started in (B)(6) 2025 (event not specified) but worsened on (B)(6), following the insertion of the dexcom g7 in the back of the arm. The rash extended from the sensor patch, across the arm, and to the upper back. The patient stated she did not have symptoms of anaphylaxis and only addressed the skin reaction with cortisone cream. At the time of the report, the patient awaited sensor replacement and was not using a sensor, while the rashes and itching sensation persisted. The patient did not provide a photo and declined to provide further details. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.